Manufacturer narrative:
The nurse reported that the issue has since been resolved but could not provide any more information as to how it was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On (B)(6) 2021 contacted customer by phone who stated that the issue was resolved, they did not know how it was resolved and they did not have any patient demographics of the patient that was involved or the specific model or serial number of the bedside monitor that was in use at the time of the event.

Event description:
The nurse reported that the central nurse's station (cns) was in communication loss with a patients bedside monitor, they are able to see all of the patients information on the bedside monitor but not on the central nurse station, only receives a prompt that reads "communication loss at the cns". No patient harm reported.

Event description:
The nurse reported that the central nurse's station (cns) was in communication loss with a patients bedside monitor, they are able to see all of the patients information on the bedside monitor but not on the central nurse station, only receives a prompt that reads "communication loss at the cns". No patient harm reported. More information reported by the nurse was that the issue has been resolved but the nurse could not specify what was done to resolve it.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in communication loss with a patients bedside monitor, they are able to see all of the patients information on the bedside monitor but not on the central nurse station which only receives a prompt that reads "communication loss at the cns". The nurse reported that the issue has since been resolved but could not provide any more information as to how it was resolved. No patient harm reported. Investigation summary: communication loss is an alarm that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more patient-connected devices it is monitoring. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to bedside or org receiver being disconnected from the network. Root cause cannot be determined. The customer reported the issue had been resolved but did not provide details regarding the resolution. As the issue was resolved without nk assistance, it is unlikely that the cause of the communication loss was related to an nk device malfunction. Possible root causes would be related to customer network environment, improper set up, or user education. As there is no evidence of an nk device malfunction and the issue was resolved without recurrence, a CAPA is not warranted.